Manufacturer narrative:
Additional contact information: contact person name:(B)(6). Email address:(B)(6). Phone number: (B)(6). Contact person: administrator/supervisor. It was reported that the cardiosave intra-aortic balloon pump (iabp) was not showing blood pressure waveform while using on a trainer. There was no patient involvement. There was no adverse event reported. A getinge field service engineer (fse) evaluated the unit and states that there was no failure and fse enables the waveform option and device worked correctly. Fse then performed functional and safety checks and cleared the device for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical education, the cardiosave intra-aortic balloon pump (iabp) units balloon pressure wave form not appearing on screen when using trainer and open non sterile iab. There was no patient involvement.